Event description:
It was reported that the needle could not be retracted. The manual retraction was attempted, but it did not respond. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the needle could not be retracted. The manual retraction was attempted, but it did not respond. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. The returned device passed visual inspection. No damage or abnormalities were found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The device passed functional testing. The device performed prime, pretreatment, and 5 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. The reported allegation was not confirmed. A risk review was completed and confirmed that the event of needle - failure to retract during procedure/manual retraction was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.